Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power management board and switch were replaced, and the unit was returned to service.

Event description:
The hospital reported that when the unit was turned on, the unit turned off and then back on itself. There was no reported patient involvement.